Manufacturer narrative:
Analysis of the log files reveals suspect device did shut down due to flat batteries, the epc stopped logging, ventilation continued, and the unit alarmed (acoustically and visually). The customer confirmed frozen screen, continued ventilation (last applied settings) and only acoustic alarm. Vyaire has determined that the main electronics needs to be replaced and has initiated replacement. It is suspected that the epc is defective and pending return for analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the bellavista 1000e "halted" in that the screen froze and the touchscreen became unresponsive. However, it was alarming nonstop, and ventilation continued. The patient was provided manual ventilation until complete transfer to a backup ventilator and unharmed. Also, as the end user could not turn off the unit, they let it run until battery became flat.

Manufacturer narrative:
Additional information: d4. Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: vyaire medical has received the affected mainboard and will be handed over to imt ag for investigation. The exact root cause was unable to determine but most likely the issue is caused by a hardware issue on the epc.